Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup mode. The device was explanted and replaced due to normal battery depletion on (B)(4) 2014.